Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 314 mg/dl and suspected inadequate insulin delivery while using an infusion set; the user was advised to disconnect, perform a fill tubing with visible drops, change the infusion site, and perform a cannula fill, and logs suggested repeated meal announcements used as corrections. Symptoms included hyperglycemia without reported ketone testing and without adverse effects. Outcomes included no hospitalization and no alerts or alarms. Investigation included troubleshooting over the phone, review of device logs indicating multiple meal announcements, and assignment of remote training for further education. Investigation of this case revealed that insulin delivery to the user might have been compromised by site-related factors or user technique, with contributing use-pattern concerns related to repeated meal announcements as correction attempts. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique and site management, addressed through education and site replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.